Event description:
Patient had flowonix pump that was replaced. The pump had been turned off for some time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).